Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The insulin pump also passed a displacement test. The customer also reported receiving several bad battery alarms and weak battery alarms. It was also found the threading of the battery cap was the cause of the failed battery test alarm the customer received. Customer will be sent a replacement battery cap. Customer agreed to return the product for analysis.